Event description:
The customer contacted philips healthcare to report that while delivering transcutaneous pacing to a patient, there was an error message that interrupted pacing. The involved patient died. It has not yet been reported whether the device behavior impacted the patient outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.